Event description:
A journal article noted that during a hemodialysis treatment, the patient experienced a thrombocytopenic event using an optiflux dialyzer (type unknown). The patient's pre treatment platelet count was 120 and the post treatment platelet count was 55. Upon changing the dialyzer to the xenium gamma beam dialyzer, the patient's post treatment platelet count was 131.

Manufacturer narrative:
American journal of kidney disease.